Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was 210 mg/dl. Customer reported that the customer in and out of the swimming pool for about an hour. The pump stopped working and changed battery then the display was flashing and white. Customer also reported there was fluid in the battery compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage on electronics assembly. Unit received with moisture damage noted on motor vibrator motor and battery tube. Unable to perform the displacement test due to blank display. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.